Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR 3003442380-2024-315340. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated as a severity 5 case. The lot 6004943 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. The following test was performed: 2 used cannulas was provided and there is a visible defect on the received sample, 2 soft cannula is found with kinked cannula at middle. Visual test according to with wi version 43, 2 returned cannula does not test passed. Functional test (flow) - according to with version 9, 2 returned cannula passed the test. A batch record review was conducted resulting in the following: the 6004943 was manufactured according to the document version 14 on the packing process in the inset 7 on 14-ene-2024 with (B)(4) pieces. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: on the investigation on returned samples, two soft cannula is found with kinked at the middle, no reported harm, no defect on test, no non-conformance (nc) raised during production. Other one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , patient faced three infusion sets crimped cannulas within 3 hours of insertion and more than 3 hours respectively.. Patient's blood glucose at the time of issue was 480 mg/dl. Patient took correction injection via pump to address high bg.site of insertion was abdomen. Infusion sets were in use for 3 hours and 8 hours respectively. Patient replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-31540. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.